Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device loses ECG intermittently. It was reported to philips that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.